Manufacturer narrative:
The complaint of delayed retraction was confirmed, and the cause appeared to be manufacturing related. A functional test of the returned representative 20g insyte autoguard units revealed that the retraction time of some units exceeded the specification. The appropriate manufacturing personnel were notified of this issue and a corrective action was opened to address this type of complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: retraction delayed. Unfortunately, I do not have any additional information than what I already provided. I can confirm there were no injuries reported for any of the attached items. I do have samples of each of the nsp #¿s I can return for evaluation. Can you please send a call tag so I can get these returned this week? Your help is appreciated.